Manufacturer narrative:
Follow-up #1: date of submission 08/12/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, a leak test was performed with no leaks found. The pump was opened for investigation and revealed moisture damage on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue involving the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.